Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The customer treated his low blood glucose level by eating carbs. The customer received an error from his sensor. Standard troubleshooting was performed. The customer removed and replaced the sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed bicarbonate buffer test. Sensor failed per specifications due to low readings.